Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2014 and an absorbable staple was used. When opening the device it was noted that there was a tear in the corner of the package. A new like device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually evaluated. The sterile barrier was compromised as a result of a tear. However, the device position and paper folder condition indicates that the device was mishandled at unknown point after it left the controlled environment. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.